Event description:
One essure coil was misplaced, expelled from my fallopian tube, and embedded in my uterus. It required a hysterectomy to remove and prevent further damage. FDA safety report ID# (B)(4).